Event description:
Spinal needle with stylet was difficult to withdraw on two separate cases. The stylet was very rigid and hard to remove from the needle sheath. Rptr was very concerned due to the products being used on very young infants.